Manufacturer narrative:
Correction/removal number: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report # 1627487-2014-00179. It was reported the pt (B)(6) experiences occasional pain at the ipg site. The discomfort is said to be positional in nature. In addition, it was reported the pt's therapy coverage changed approx six months ago, and the function of the stimulation can be manipulated when palpated. Efforts to recapture effective therapy coverage via reprogramming have been unsuccessful. In appointment with the implanting physician will be scheduled for further assessment.